Event description:
It was reported to boston scientific corporation that a boston scientific sling system (exact type unknown) was used during a procedure on (B)(6), 2004. According to the complainant, post procedure, the patient experienced continued urinary incontinence and urinary complications. The exact nature and date of onset of these symptoms are unknown.all other information is unknown. Attempts to obtain additional information have been unsuccessful.